Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: a distal portion of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).

Event description:
A lead that had been capped previously was returned to the manufacturer with no claims of performance issues. The lead was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.